Manufacturer narrative:
Additional medical device type: fpa. Additional common device name: intravascular administration set. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® push button blood collection set tubing was cut. This occurred on 6 occasions before use. The following information was provided by the initial reporter: the package wasn't sealed properly and the tubing was cut.

Event description:
It was reported that bd vacutainer® push button blood collection set tubing was cut. This occurred on 6 occasions before use. The following information was provided by the initial reporter: the package wasn't sealed properly and the tubing was cut.

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for severed tubing with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.